Event description:
Boston scientific received information stating: the lead exhibited variable impedance and increased thresholds. (B)(6) upon (B)(6) and wear ne7 7dn (B)(6) dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).